Event description:
A female underwent a two level cervical fusion from c5-7 in 2006. Forty-nine days later, she was taken back to the operating room for revision surgery, because one of the cephalad screws started to back out of the construct. It was reported that the vertebrae were fused and no other hardware was implanted. There was no report of injury to the adjacent structures in neck. The hardware will not be returned to abbott spine.

Manufacturer narrative:
H.3.: product was given to the pt. H6: it was reported by the representative that the initial construct appeared to be locked on the initial post operative x-ray, date of x-ray unk. X-rays will be provided to abbott spine for review. H9: an extensive investigation reviewing the product specifications, inspecting and testing products at worst-case conditions, and analyzing complaint data and x-rays, it was determined that the design and manufacturing of the sc-acufix screws were not found to be contributing factors to screws dissociating, or backing out, of cervical plates. The investigation identified that incorrect ranges of motion for the screw/plate assemblies were specified in the product literature and that screws inserted into the plate outside the designed range of motion were susceptible to dissociation. This was mitigated in the corrective actions which was submitted in november of 2005. The occurrence of this event falls within the expected frequency, therefore no further action is required. This event occurred after the submission of the notification. The surgeon involved in the case began using the product in january, 2006. Will continue to monitor for future event. Requested additional information regarding the event. Awaiting copies of x-rays. Upon receipt of the additional information, the information will be reviewed to determine if a supplemental medwatch form is required.